Event description:
Patient undergoing hysterectomy when the gyrus forcep jaws would not stay closed. The surgeon opted to remove the device and replace with another pair which did function appropriately. There was no injury to the patient. The forceps were retained by or staff and have been sent to risk management. The patient's case was finished and she was sent to recovery.